Manufacturer narrative:
Concomitant medical product: 310c33 valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infectious endocarditis. Cultures were taken. The implantable pulse generator (ipg) and lead were explanted. No further patient complications have been reported as a result of this event.